Event description:
A pt had been implanted with an unk synthes stainless steel implant and was possibly having an allergic reaction to the implant.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.